Event description:
It was reported the patient presented for initial procedure. During implant, it was observed the lead helix was not working properly. The physician elected to complete the procedure with another lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead helix not working properly was confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue.